Manufacturer narrative:
Event data is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01228. It was reported that the patient experienced seepage at the incision site. As a result, the products were explanted on (B)(6) 2021. There were no signs of infection.